Event description:
Patient reported they have been using byte for a year and nothing has happened. They also went to their dentist. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.